Event description:
It was reported that the blood loss was due to a retroperitoneal leak at the right common femoral artery. Reportedly, the leak was due to an inadequate closure of the common femoral artery with a perclose closure device. It was noted that the loss of blood happened at the end of the case when all devices were implanted and sheaths were removed.further, it was reported that the patient's family and the medical examiners office denied an autopsy.

Manufacturer narrative:
Patient medications include aspirin, lisinopril, plavix and simvastatin.

Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. All devices were reportedly implanted with no issue. It was reported there was no difficulty advancing or withdrawing the gore excluder devices or gore dryseal sheath, and there was nothing about the patient¿s anatomy that may have contributed to difficulty advancing or withdrawing the devices. The procedure was concluded, and the gore dryseal sheaths were removed from the patient. It was reported that as the right common femoral artery was being percutaneously closed with a perclose proglide suture-mediated closure system, the patient experienced a retrograde leak and significant blood loss (amount unknown). It was reported the patient expired due to blood loss. Additional information has been requested.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.